Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. The event date is an approximation. On (B)(6) 2025, the patient¿s cgm indicated a level of 130 mg/dl and was trending downward. As a precaution, the patient consumed a few sips of juice before going to bed. The next memory the patient recalls is waking up in the hospital with a bg level exceeding 2000 mg/dl. According to the attending physician, the cgm had been providing inaccurate readings. During hospitalization, the patient was diagnosed with diabetic ketoacidosis (dka) and acute heart failure. The patient experienced intermittent consciousness over a three-day period and was unaware of the treatments administered or the bg/cgm readings recorded during that time. The patient was discharged after a seven-day hospital stay. At the time of discharge, the patient remained weak and sore, but bg levels had stabilized. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis. H6 codes: health effect - clinical code problem code: e0611 heart failure/congestive heart failure / code not available. H6 codes: health effect - clinical code problem code : correction to disregard 4581 appropriate term/code not available.